Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1322505) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physician investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci sales professional that a male patient underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained via a 5f sheath (model unknown). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the device jammed while attempting to retract the sheath. After several attempts at trying to retract the sheath, the sheath suddenly "gave way". The sheath and shuttle retracted and the device deployed properly. The patient was ambulated and discharged to home the same day with no clinical sequela noted.